Manufacturer narrative:
The field service engineer (fse) inspected the instrument and could not identify an instrument malfunction. All qc results were within range, there were no flags for iqap, and no startup fails for plt. With the information available the assignable cause for the questionable results could not be confirmed. The customer did not call back to report any issues. Bec internal identifier: (B)(4).

Event description:
The customer reported their act diff 2 hematology instrument questionable generated high platelet (plt) results on patient samples. The results in question were reported outside the laboratory. There was no reported change or effect on patient treatment. There was neither death nor serious injury associated with the event.